Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.